Event description:
The customer reported that she was disconnected from the insulin pump while taking a shower. The customer stated that when she got out of the shower she noticed that there was insulin coming out on the p-cap connection and the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.